Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded, with contrast in the balloon and blood in the lumen. Microscopic inspection revealed inner damage (twisted), 1mm from the proximal weld. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was brought to rated burst pressure, and maintained pressure for 5 minutes. Microscopic inspection of the markerbands found no irregularity or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced to dilate the lesion. However, the balloon ruptured upon inflation. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced to dilate the lesion. However, the balloon ruptured upon inflation. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.